Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that the stylus was missing, the upper hinge plate was cracked, there were several errors in the updates, the display hinges were worn and the upper and lower handles were cracked. (B)(4).

Event description:
It was reported that the programmer displayed a black screen. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the programmer at a different repair site. This analysis found that the heat sink on the link electronic module (lem) circuit board was loose. The programmer appeared to have been tampered with and will be scrapped.